Event description:
Per voice mail from bsc sales representative, patient had tortuous anatomy. When physician tried to remove catheter they felt tip of catheter was engaged in the guidewire. Tip of device broke and was left inside the patient. No surgery was performed to facility's knowledge.